Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of -7.50 diopter into the patients left eye (os). On (B)(6) 2022 the lens was implanted; removed and replaced intra-operatively for a same model and size lens due to the initial lens being implanted upside down. The replacement lens resolved the problem. Cause reported as unknown.